Manufacturer narrative:
The device was returned for analysis. Visual and functional inspections were performed on the returned device. The reported difficulty of advancing the proglide device through the guide wire was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device via a 19f sheath using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the proglide device could not advance over the guide wire. The sutures of two new proglide devices were successfully pre-placed. The evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. No additional information was provided.